Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l74639, implanted: (B)(6) 2000, explanted: (B)(6) 2015, product type: catheter. Product ID 8575, lot# n131573, product type: accessory. (B)(4).

Event description:
Information was received from an healthcare provider (hcp), via a company representative, regarding a patient who was receiving lioresal intrathecal (750 mcg/ml) at 137 mcg/day via an implantable pump. Indications for use included spinal cord injury/spinal cord disease and intractable spasticity. On an unreported date, a dye study was performed; the result was noted as "failed." There were no associated patient signs/symptoms reported. On (B)(6) 2015, the pump and catheter were replaced; the pump was prophylactically replaced to avoid in-vivo battery depletion, as it was at 5 months to elective replacement indicator (eri), and was not returned. As of (B)(6) 2015, the patient had recovered without sequela. Additional information regarding the dates of therapy and lot number of the lioresal, concomitant medications, medical history, symptoms related to the failed dye study, and any additional troubleshooting was requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the catheter revealed catheter body broken. The most proximal end of the catheter segment had a slight jagged look to it along with a slightly oval shape when viewed in cross section. This indicated the catheter may have been compressed at this area and most likely broke at this point.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.